Manufacturer narrative:
The microdebrider was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and it was discovered that the motor failed due to a wire disconnection, which resulted in heat being generated when the device was operated. The motor assembly was replaced and additional preventative maintenance was also performed.

Event description:
It was reported that during equipment testing conducted by the manufacturer sales representative, the microdebrider heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.